Event description:
Procedure: colon resection. According the reporter: the anvil separated from the device while trying to remove the stapler from the pt. Reportedly, the tissue was not completely cut and the surgeon used scissors through the anus to cut and remove the anvil. Surgery time was extended more than 30 minutes to conversion from laparoscopic to laparotomy to close the resulting defect. A unintended diverting ileostomy was also performed. The pt is in well current condition.